Manufacturer narrative:
This case was initially received via regulatory authority ansm (reference number: (B)(4)) on 14-jun-2017. This spontaneous case was reported by a regulatory authority and describes the occurrence of device expulsion ("essure insert in uterine region") and abdominal pain lower ("lower abdominal pain") in a female patient who had essure (batch no. A69967) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2016, the patient experienced abdominal pain lower (seriousness criterion disability), back pain ("back pain/sacrum pain"), asthenia ("asthenia"), arthralgia ("pain in hips"), muscular weakness ("left leg weakness"), tremor ("trembling of legs") and dizziness ("dizziness"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal scheduled for (B)(6) 2017). At the time of the report, the device expulsion, abdominal pain lower, back pain, asthenia, arthralgia, muscular weakness, tremor and dizziness outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, arthralgia, asthenia, back pain, device expulsion, dizziness, muscular weakness and tremor with essure. The reporter commented: the patient was on disability leave from (B)(6) 2016 due to pain. She was also on disability leave from (B)(6) 2016 to (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (b)(64 2017: essure in uterine region the list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 21-jun-2017 for the following meddra preferred terms: device expulsion. The analysis in the global safety database revealed 251 cases. Abdominal pain lower. The analysis in the global safety database revealed 372 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Most recent follow-up information incorporated above includes: on 19-jun-2017: events added: back pain/sacrum pain, asthenia, essure insert in uterine region, lower abdominal pain, pain in hips, left leg weakness, trembling of legs and dizziness. Essure removal is planned and patient was on disability due to pain. Company causality comment: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority ansm (reference number: (B)(4)) on (B)(4) 2017. This spontaneous case was reported by a regulatory authority and describes the occurrence of device expulsion ("essure insert in uterine region") and abdominal pain lower ("lower abdominal pain") in a female patient who had essure (batch no. (B)(4) (invalid)) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2016, the patient experienced abdominal pain lower (seriousness criterion disability), back pain ("back pain/sacrum pain"), asthenia, arthralgia ("pain in hips"), muscular weakness ("left leg weakness"), tremor ("trembling of legs") and dizziness. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). The patient will be treated with surgery (removal scheduled for (B)(6) 2017). At the time of the report, the device expulsion, abdominal pain lower, back pain, asthenia, arthralgia, muscular weakness, tremor and dizziness outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, arthralgia, asthenia, back pain, device expulsion, dizziness, muscular weakness and tremor with essure. The reporter commented: the patient was on disability leave from (B)(6) 2016 to (B)(6) 2016 due to pain. She was also on disability leave from (B)(6) 2016 to (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2017: essure in uterine region. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(4) 2017 for the following meddra preferred terms: device expulsion. The analysis in the global safety database revealed 255 cases. Abdominal pain lower. The analysis in the global safety database revealed 391 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Most recent follow-up information incorporated above includes: on 18-jul-2017: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority (B)(6) on 14-jun-2017. This spontaneous case was reported by a regulatory authority and describes the occurrence of medical device removal ("essure removal planned") in a female patient who had essure (batch no. A69967) inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal scheduled for (B)(6) 2017). At the time of the report, the medical device removal outcome was unknown. The reporter provided no causality assessment for medical device removal with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 16-jun-2017 for the following meddra preferred term: medical device removal. The analysis in the global safety database revealed 660 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.